Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotapro atherectomy device. A rotawire was returned within the device. Product analysis could not confirm the reported events, as the rotawire was able to be fully inserted and removed from the device with no resistance or issues.

Event description:
It was reported that the burr was stuck on wire. A 1.50mm rotapro and rotawire guidewire were selected for use. During the procedure, the guidewire remained stuck in the device. It was impossible to remove it manually and with the dynaglide mode. Both rotapro catheter and guidewire were changed. There were no clinical consequences reported.

Event description:
It was reported that the burr was stuck on wire. A 1.50 mm rotapro and rotawire guidewire were selected for use. During the procedure, the guidewire remained stuck in the device. It was impossible to remove it manually and with the dynaglide mode. Both rotapro catheter and guidewire were changed. There were no clinical consequences reported.